Event description:
It was reported by the company representative that the client received the carealert notification "several days" after the device signaled "recommended replacement time." The client thought they should have been notified earlier. Further investigation by technical services indicated that the set up of the clinic's "red alerts" was such that it should have been sent earlier. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: this event was analyzed and it was noted that an alert message was sent three separate times on the first day of the alert to the number listed by the user facility in the carelink application.